Event description:
Consumer complaint of low blood results. Expected blood results range from 90mg/dl to 120mg/dl - fasting. Reviewed the last 5 blood result in the meter memory: (these results are all fasting). A 63mg/dl (B)(6) 2:00pm; 83mg/dl (B)(6) 8:30am; 169mg/dl (B)(6) 7:00am; 177mg/dl (B)(6) 6:30am; 159mg/dl (B)(6) 9:00am. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated for complaint - no defect found. Most likely underlying root cause of malfunction: user reused test strip, user's test strip had poor fill.